Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation at 6 atmospheres for 40 seconds. The balloon was completely removed from the patient's body without problems and the procedure was completed with a non-boston scientific product. There was no patient injury.